Manufacturer narrative:
(B)(4): the device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however, the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. An internal and external inspection was performed and found no issues. An inspection performed on the door & piston revealed no anomalies. The pneumatic system was tested and revealed no leak; all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test and successfully completed a short simulated therapy. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was performing pd therapy with the hc at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has been received, however, the evaluation of the device has not been completed yet. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.